Event description:
On (B)(6) 2022, rti surgical, inc. And tutogen medical gmbh (tmi), a wholly subsidiary of rti surgical, received a complaint from a dentist in germany. The reported complaint indicated the following: on (B)(6) 2022, the 74-year-old female patient underwent a dental procedure with implantation of two puros® allograft customized blocks and a copios pericardium membrane at tooth sites #24-27. Four screws were utilized for fixation. No complications occurred during the procedure. Approximately two weeks post-operatively, on (B)(6) 2022, the patient returned for follow-up and was noted to have a 5 x 7mm area present that was uncovered, inflammation, pain, an abscess and infection present at the tooth sites. On (B)(6) 2022, the grafts were removed.

Manufacturer narrative:
A comprehensive records re-review is being conducted. Once the results are available, a follow-up report wil be submitted.

Event description:
Rti germany received additional information that indicated the following: · on (B)(6) 2022, the patient returned to have the stitches removed. Upon examination, dehiscence was noted to be present. The tooth sites were rinsed and covered with a medical ointment. No failure of coverage was observed. · on (B)(6) 2022 to (B)(6) 2022, the patient underwent antibiotic therapy. Upon performing the primary closure of the dehiscence, it was noted that the tooth sites looked fine. · on (B)(6) 2022, the patient returned for follow-up with reports to having a little pain. · on (B)(6) 2022, the patient reported she had minor dehiscence again. · on (B)(6) 2022, she returned for follow-up and was referred to follow-up with another physician. · on (B)(6) 2022, upon removing all the grafts, pus was noted to be present. · on (B)(6) 2022, the patient did not have any signs of infection present and was medically cleared.

Manufacturer narrative:
Rti germany conducted a batch documentation review for serial ID (B)(6) manufactured from lot nza20110114. No departures from standard operating procedures were noted during the records re-review for lot nza20110114. To date, rti germany has manufactured and distributed 40 copios pericardium membrane grafts from the lot without related complaints. Although implant therapy is highly successful and predictable, it is not without possible early and/or late complications. Based on the rti germany assessment, the graft failure is most likely associated with a source or event extrinsic to the implants.